Manufacturer narrative:
Patient city: (B)(6). Patient country: denmark.

Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that the patient experienced a low blood glucose event on (B)(6) 2026, and the low blood glucose was treated with carbohydrate intake. No further information available.